Event description:
On (B) (6) 2010, pt reported her infusion device was alarming with an e4 (occlusion) error. Pt stated she had just changed the battery and insulin cartridge earlier in the day. Had pt disconnect from her infusion site and prime the tubing; infusion device gave an e4 (occlusion) error. Had her disconnect the infusion tubing from the infusion device and run a prime; insulin did emerge successfully with no occlusion error. Had pt attach a new infusion adapter, infusion tubing, and infusion headset; got an e4 (occlusion) error. Had pt disconnect the headset and prime just the tubing; insulin did emerge with no occlusion error. Had her to reattach the same headset; insulin did emerge with no occlusions. Pt reported having elevated readings between 292-314 mg/dl. Pt stated her husband had the stomach flu and she is not sure if she is getting the stomach flu or if the symptoms are associated with her elevated readings. Pt's normal blood glucose target range is below 150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.